Event description:
It was reported an issue with monosyn suture. The client (vet) reported that the thread separated from the needle in several cases.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k011375. Summary of investigation: there are (B)(4) previous complaints of this code-batch, (B)(4) closed as confirmed, of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received a picture showing (B)(4) open samples with the needle detached from the thread and the thread is still wounded on the pack. Without closed samples we cannot carry out an analysis in order to take a decision. Nevertheless, considering that there is a previous confirmed complaint regarding the same issue, we consider that this complaint is confirmed as well. Needle attachment results conducted on samples before releasing the product were 2.33 kgf in average and 2.16 kgf in minimum and fulfilled ep requirements: 1.53 kgf in average and 0.46 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no closed samples have been received for analysis, only a picture showing two open samples. Final conclusion: taking into account the defective samples of the picture received and that there are previous complaints for this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.